Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral kit was received for evaluation. The pusher catheter arrived loaded into the touhy-borst adapter. No pusher wire was noted on the distal end of the pusher catheter. The filter was noted to be partially exposed from the distal end of the storage tube. Skiving was also noted to the storage tube. An in-house mandrel was used to deploy the filter from the storage tube but resistance was felt. The filter was then deployed. The filter limbs were present and uncrossed. The remaining portion of the pusher wire was also deployed. Therefore the investigation is confirmed for the reported detachment as the pusher wire was received detached. The investigation is also confirmed for the identified advancement failure as the filter was noted to be partially exposed from the distal end of the storage tube, and resistance was felt when deploying the filter. A definitive root cause for the alleged detachment and identified advancement failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 02/2025), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the filter was allegedly found to be almost detached from the delivery catheter. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a vena cava filter placement procedure, the filter was allegedly found to be almost detached from the delivery catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, ciaundria savoy, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. UDI related data quality updates only: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510k number for the denali products is identified in d2 and g4. D4: medical device expiration date- 02/28/2025; d4: UDI - (B)(4); g4: k240257, k160866, k143208, k130366; h4: device manufacturer date: 11/09/2022.

Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the filter was allegedly found to be almost detached from the delivery catheter. The procedure was completed using another device. There was no patient contact.